Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and self test. Pump failed occlusion test due to moisture damage. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms, failed battey test alerts, unexpected battery alerts, rewind anomalies, or prime/fill anomalies noted during testing. Pump successfully downloaded to thus. No insulin flow blocked alarms were found in the history files or traces on or near the event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected battery alarms were found in the history files or traces on or near the event date. Pump was cut open and found evidence of moisture damage on pcba 1 and the force sensor. The following were noted during visual inspection: battery cap contact damaged, cracked keypad overlay, overlay scratched, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, cracked retainer, scratched case, label damage (faded). In summary, insulin flow blocked alarm during unknown timing, failed battery alerts, rewind anomaly, prime/fill anomaly were not confirmed during testing. Charge last less than expected was not confirmed during testing or in the pump history download. Pump did not pass full drive test and full functional test. No unexpected insulin flow blocked alarms or failed battery test alerts noted in pump history download. Exposed to moisture confirmed on pcba 1 and the force sensor. Pump failed occlusion test due to moisture damage on the force sensor. Cosmetic damage was confirmed at the battery cap contact during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the insulin pump had a diminished battery life, rejecting new batteries and experienced loud noises during the rewind process. It was also stated that the insulin pump receives random blockage alerts. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown that the customer will continue to use the device. The product will not be returned for analysis.